Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having sores on the back of the tongue and both side of the tongue. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to sound abatement foam and became degraded and caused the patient to have sores on the back of the tounge and both side of the tounge. The medical intervention that the patient received in response to the event is currently unknown. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on october 09, 2023 and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging to have sores on the back of the tounge and both side of the tounge related to a CPAP device's sound abatement foam. Additional information was received about the alleged eye irritation, nose irritation, vomiting, nausea, dizziness and headache. There was no report of patient harm or injury. Section e1 was updated in this report. Section h6 health effects - clinical codes was updated in the report.